Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan USA, alleging that the onetouch verio system has a problem with the ¿blood refill.¿ the complaint was classified based on the customer care advocate (cca) documentation. Two hours after the reported issue began on (B)(6) 2013, the patient reportedly was having ¿hypoglycemic¿ symptoms. He required hcp treatment with IV glucose at 1 pm and was tested at ¿48 mg/dl¿ on the hospital meter on the day of concern. The patient claimed he did not take any action in regards to diabetes management due to the reported issue. The ¿blood refill¿ issue was not resolved with training. This complaint is being reported because the patient required hcp treatment suggestive of hypoglycemia after the product issue began. The product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.